Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that universal surgical manipulator (usm) 3 was not working. Prior to contacting tse, customer fully shut down with breakers and emergency power off (epo) was conducted. Tse reviewed logs and confirmed multiple error 319 on usm 3, first reporting node was set up joint (suj) acu and all follow on usm nodes downstream. Tse guided caller to complete another full shut down and epo. System powered on with no change to the fault, option to disable usm #3 was available, and da vinci was ready with 3 arm configuration. Customer was on a single system site and also not willing to proceed clinically with 3 arms. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In remotefe, the 319 error was found indicating a node was not present at startup, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered indicating node not present at startup fault, replicating the reported event. The unit was then installed onto a patient site cart (psc) fixture test platform (pftp) where the unit failed node check. Installed a golden acu and retested the unit with passing results. Installed the original acu and retested the unit and it failed node check again. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the acu pca was found to be the root cause of the reported event due to a communication error.